Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) removed the safety disk and tried to reseat and lubricate the o rings online disk but still fails test, installed a new safety disk and retested but still fails, installed a new pim and retested all passed, ran unit on a test balloon for sometime all works as it should , did a complete calibration test and electrical safety test, unit is cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit will not pass leak test. There was no patient involvement.